Event description:
It was reported that during an ileus situation involving a hartmann procedure, an ileostomy was created. The device was initially used for the transection of the transverse colon. A new reload was utilized with the instrument for the transection of the ileum. The surgeon observed a 0.5cm leak in the middle of the staple line of the transverse colon. The staple line leaked the contents contained within the tissue. To address the issue, the affected area was resected and re-stapled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the opened reload interlock was reset. The reloads were loaded into the instruments. The reloads unloaded and loaded repeatedly without difficulty. The instruments and reloads were applied to test media with acceptable results. The knives cut completely and cleanly and the staple line was properly formed. The firing knobs could be advanced and retracted without any hang-ups. It was reported that the staple line content leak. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ileus situation involving a hartmann procedure, an ileostomy was created. The device was initially used for the transection of the transverse colon. A new reload was utilized with the instrument for the transection of the ileum. The surgeon observed a 0.5 cm leak in the middle of the staple line of the transverse colon. The staple line leaked the contents contained within the tissue. To address the issue, the affected area was resected and re-stapled. Product was received without accompanying information.